Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Date provided is a scheduled explant date.

Event description:
Healthcare professional reported a right side rupture. Device remains implanted.

Manufacturer narrative:
Visual evaluation: visual analysis of the photographs identified device with rupture. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data: b.5, b.6, h.6.

Event description:
Device has been explanted.